Event description:
It was reported that during a generator change out, fluoroscopy revealed externalized conductors just above the proximal end of the distal coil. No electrical anomalies were detected. Patient was asymptomatic. The lead was capped and replaced. The patient condition was stable.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.